Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt states they are trying to charge and says battery and changed batteries and still not working. Patient services (pss) advised to reset and to check for damage in which pt states none. Pt states the other day had a hard time plugging into the controller and the rtm got hot. Pt states when goes to charge doesn't charge. Pt states they see the message when connected to the paddle. Pt getting passive charge icons and cannot connect. Pt states they have not been able to charge for 3 days. Pt states their controller is draining when charging their ins. Pt states they need the controller to and became upset when pss reviewed the paddle is what the issue sounds to be. The issue was not resolved. An email was sent to the repair department to replace the controller and the rtm device. Pt states they were sent equipment in the past.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the complaint was unable to be verified, no issues were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.